Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following and uncomplicated cataract plus trabecular microbypass stent procedure, the patient presented on postoperative day one (1) with anterior chamber (ac) hemorrhage and large clots associated with light perception visual acuity. On postoperative day two (2) the surgeon reported blood clearing and improved visual acuity. On postoperative day twelve (12) the surgeon reported that the patient had improved. Additional information has been requested.